Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this lead was capped and left in patient due to oversensing inhibiting pacing approx. 74 months after the implantation. The patient was downgraded to pacemaker.